Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, moderate calcification and 90% stenosis. The voyager rx balloon catheter was used for pre-dilatation; however, the balloon ruptured at 12 atm when inflated for the second time. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). Reportedly, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion such that the balloon ruptured upon a second inflation during the procedure. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100%, visually inspected and leak tested during the manufacturing process. In this instance, a definitive cause for the balloon rupture cannot be determined, though there does not appear to be any indication of a product quality deficiency.